Event description:
It was reported that a patient experienced bacterial peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The peritonitis was manifested by abdominal pain and cloudy pd effluent. One day after diagnosis, the patient was hospitalized for the event. Treatment for the event was unknown. At the time of this report, the patient was still hospitalized. The outcome of the peritonitis was unknown and pd therapy was reported to be ongoing. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). It was reported the patient was recovered from this peritonitis event on (B)(6) 2015 and discharged from the hospital on (B)(6) 2015. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Adult male patient (age not reported). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.